Event description:
The operator reported that the door suddenly came down on their hand while operator was trying to push a jammed basket out from under the closing door. The facility reported the operator's injuries as bruises to the top of the right hand and that no medical attention was required.